Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its drawers not detected on bus and it had an issue with controller board. The customer reported there was a delay in dispensing medications to the patient and issue occurred during dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its drawers not detected on bus and it had an issue with controller board. The customer reported there was a delay in dispensing medications to the patient and issue occurred during dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers had failed. A field service engineer troubleshot the issue with drawer 3.1 not appearing on the bus. All row board cables, and the retractor band were reseated. The drawer was then tested in the hardware test application and verified to be functioning correctly. The customer confirmed the issue was resolved without further problems. Additionally, drawer 5 was replaced. All cubies were removed from the old drawer. While configuring the new drawer, issues were encountered due to an improperly connected retractor band. The connection was corrected, the drawer was configured, medications were loaded, and the customer successfully tested the drawer. All components functioned properly. The system functioned as intended after the field service engineer repaired the device.